Event description:
Customer stated, "noticed 2 burn marks in the pad after use" the product was returned for investigation. An investigation was done to look into the customers complaint. The investigator determined that the burn marks occured due to user misuse. The customer admitted to folding the pad during use. Additionally, pad was bunched, dirty/ stained and had bent/broken thermostats, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds.